Event description:
Per operative report, findings indicate severely infected aortic valve in annular region' [it was noted] in the area of most concern under the left main, tissue was sent for gram stain, although white cells were seen. No active organisms were identified' the entire valve was surrounded by vegetative mucoid, moderately organized tissue consistent with vegetations.

Manufacturer narrative:
Device not returned. The explanted device was replaced with the same model, same size device. A second device (annuloplasty ring) was implanted in the mitral position at the first surgery. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, there have been no other reports of aspergillus endocarditis over the past two years for his model device. Our device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. There was no evidence of a fungal load in tissue or environment, even prior to or after the rigorous sterilization processes. Investigation is on-going.

Event description:
It was reported that a device was explanted after an implant duration of 49 days. Our sales rep was told by the anesthesiologist that the valve was partially dehisced and "rocking". During the redo surgery, the surgeon commented this was the worst endocarditis case he had ever seen, and there was not much annulus left to sew the redo valve to. However, when the valve was explanted, it appeared normal. The device was sent to the hospital pathology lab to determine the type of infection which has since been identified as aspergillus endocarditis. The source was not identified. The surgeon also commented that nothing appeared wrong with the valve and that the issue was with the patient's endocarditis. Return of the device is pending confirmation of proper handling procedures as outlined by edwards lifesciences microbiology.

Manufacturer narrative:
The complaint device was discarded, and no further investigation can be performed.